Event description:
The recipient reportedly experienced inflammation at the implant site. The recipient was recommended non-use of the device. On (B)(6) 2016, the recipient was prescribed bactrim df for 14 days. On (B)(6) 2016, the recipient had a pocket of fluid with inflammation under and around the implant site. The recipient reportedly stopped using the device due to pain. On (B)(6) 2017, the recipient's device extruded. The recipient was prescribed sulfatrim 10ml twice daily and an over the counter antibiotic ointment to keep the exposed area clean. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's incision site is reportedly healed and in good condition. This is the final report.